Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The device was returned for review and no device damage was found. Analysis of the video sent in shows the blue suture hub to be underneath the skin which is known to cause bleeding. The cause of the access site bleeding was improper technique of placing the blue suture up into the access site. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced profuse oozing after the placement of the repositioning sheath from proximal end of blue suture hub and around sheath. Echocardiology was performed and it was noted that the left ventricular ejection fraction was normal, but with severe mitral regurgitation. The patient was consulted for mitral valve replacement. The medical team decided to explant the impella one hour after implant and was to be replaced with an intra-aortic balloon pump. The patient went to surgery and expired. The physician's comments noted that the patient did not expire due to impella, but due to surgery complications. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).